Event description:
As reported by our affiliates in new zealand, it was a case of an implant of a 29mm sapien 3 ultra resilia valve, in aortic position by transfemoral approach. No abnormality was noted during preparation. During the procedure, no resistance was felt introducing the sheath into the patient or during the insertion of the delivery system through the sheath. The procedure was successfully performed, and a double tap was performed at the end to reduce paravalvular leak. Following the removal of the delivery system through the esheath and sheath removal from the patient without issues, both devices were flushed with heparinized saline. During this process, blood clots and "sparkly sprinkles" were observed on the cloth. The nature of these "sparkly sprinkles" was unknown, and the blood on the operating table appeared normal, which had no such effect. Additionally, the tip of the esheath split and almost fell off. The patient was alive at the end of the procedure. As per evaluation of the images provided, the particulates observed appear consistent with calcific debris, likely originating from the patient's vasculature and adherent to the device upon removal.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6, type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed, and the following was observed: liner fully expanded. Kink observed at 5.7 cm from strain relief. Distal tip opened but torn. Radial and slant score lines observed. The provided imagery was evaluated and revealed the following: distal tip observed opened but torn. Calcification present in access vessels. Minimum lumen diameter 5.3 mm at the access vessel (as per IFU the minimal luminal diameter for an 16fr sheath+ is greater than or equal to 6 mm). According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. The complaint for sheath distal tip torn was confirmed, based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as investigated in a CAPA. Additionally, patient factors such as challenging anatomy, as per 3mesio provided, there were presence of calcification and undersize minimum luminar diameter at the access vessel (as per IFU the minimal luminal diameter for an 14fr sheath+ is greater than or equal to 5.5 mm), may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A CAPA was opened to address esheath inner diameter hdpe damage contributing to the tip tear events.